Manufacturer narrative:
The device was not returned for evaluation, still implanted within the patient. Device was not returned.

Event description:
At the six month follow up visit the surgeon took x-ray films and saw one screw allegedly starting to back out of the aranax plate. The neck is fusing well, and surgeon has no current plans to perform a revision surgery, unless the screw continues to back out. He will continue monitoring the patient. If there are updates a follow up report will be filed.